Manufacturer narrative:
2032227-060322-002-c. (B)(4). S/w 3.18e. Unit power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Unable to confirm damage battery cap due to unit was received with no original battery cap. Unit received with faded serial number label.

Event description:
Medtronic received information that blank display, damage (physical or cosmetic), battery cap cracked/damaged occurred. There was no adverse impact or consequence reported as a result of this event.